Manufacturer narrative:
A replacement blood pressure monitor was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they compared their teladoc monitor to a simultaneous manual reading performed by a medical professional. The teladoc monitor displayed a reading of 145/100, whereas the manual reading was 120/80. The patient did not receive any medical treatment as part of the device malfunction.